Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. The patient was treated in the hospital at the time of the event. It was reported that the patient was conscious for the first treatment but not for the second treatment. After review of the downloaded data, it was confirmed that the patient received an inappropriate treatment at 18:28:05 on (B)(6) 2015 and an appropriate treatment 17:40:56 on (B)(6) 2015. A rhythm at the time of the first treatment was ventricular tachycardia (vt) at 200 bpm self-converting to bradycardia at 30 pm immediately prior to shock delivery and the post-shock rhythm was bradycardia at 50 bpm. The rhythm at the time of the second treatment was ventricular tachycardia (vt) at 180 bpm and the post-shock rhythm was bradycardia at 40 bpm. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The patient is to receive an ICD.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient is to receive an ICD. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4) - reuse. Electrode belt (B)(4): 04/2013 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.